Event description:
Drug/diluent: unk, fill volume: unk, flow rate: 5 ml/hr, procedure: unk, cathplace: unk. Fast flow was reported.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: if add'l info pertinent to this event becomes available, I-flow will submit a f/u report. A review of the device history record (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. I-flow provides a "caution" on its dfu which states the follows: (easypump lt) cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate. Filling the pump more than nominal results in slower flow rate. Temp will affect solution viscosity, resulting in shorter or longer delivery time. The easypump lt flow restrictor (located distal to the filter) should be close to, or in direct contact with the skin (31 degrees celsius/88 degrees fahrenheit) and the tubing should be under the pt's clothing. If the easypump lt is used with the flow restrictor at room temp (20 degrees celsius/68 degrees fahrenheit), delivery time will increase approx by 25%.